Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that PICC line split along side of line causing 2 of the 3 lumen to malfunction and spray liquid out the side. Line was secured with secure-a-cath during placement and split occurred inside this area of line. No patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be related to use of the device alongside a compression style device. One 5 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation revealed blood residues along the device. A split was observed along the catheter shaft between the 0 cm and 1 cm depth markers. A second split was observed from between the 0 cm and 1 cm depth markers to the 2 cm depth marker. The splits were observed to be opposite each other. A functional test of attempting to infuse water into each of the three lumens using a 12 ml syringe revealed the gray and red lumens leaked while the white lumen was patent to infusion. A functional test of attempting to infuse water distal of each of the two splits using a 12 ml syringe and a proximal groshong connector piece revealed the gray lumen and the red lumen to be occluded with blood residues. A microscopic observation revealed the smaller split observed between the 0 cm and 1 cm depth marker to have more of an ¿s¿ shape, and its fracture surface appeared granular with sharp fracture edges. The larger split from between the 0 cm and 2 cm depth markers was observed to have more of a ¿c¿ shaped curve with a granular fracture surface and sharp fracture edges. Microscopic observations of each split revealed characteristics of damage caused by the use of a compression-style securement device such as a secur-a-cath device. The IFU states ¿warning: the potential of developing a crimp/fold/crease in the catheter that progresses to leak and catheter burst may increase with the use of securement systems which compress the catheter tubing, specifically in the taper region of the catheter.¿ this complaint will be recorded for future trending and monitoring purposes.